Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 64 mg/dl. Reportedly, the customer went to the emergency room (ER) where bg was treated intravenously with dextrose d10. Reportedly, customer left the ER shortly thereafter with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.